Manufacturer narrative:
Device unique identifier (UDI) # (B)(4). Approximate age of device ¿ 3 months. A correlation between the device and the reported event could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient came to the emergency department with recital bleeding. The patient was admitted for upper gastrointestinal bleeding. 4 units of blood was administered. The patient was on coumadin and aspirin at the time of the bleed. Aspirin was held for 1 week, but then resumed. The patient was admitted to the hospital from (B)(6) 2016 and the bleed resolved, which was confirmed with an upper endoscopy. No further information was provided.

Manufacturer narrative:
(B)(4).